Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The reported non-functional telemetry condition was due to a telemetry acknowledgment delay. The root cause could not be determined the condition disappeared during analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) lost telemetry after it was implanted. The icm was attempted to be interrogated with three different programmers to no avail. The icm was removed and a new icm was implanted. No patient complications have been reported as a result of this event.